Manufacturer narrative:
Additional information provided, correction on initial report.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported "free flowing through the drip chamber" when the roller clamp on the IV tubing of an oxytocin infusion was opened at the start of an infusion. Although the rn clamped the tubing and disconnected the oxytocin, the patient experienced uterine tachysystole for 4.5 minutes with moderate to strong resting. Reportedly, "the fetal heart tracing showed a prolonged deceleration for 4 minutes down to the 70's, eventually returning to baseline of 125/130 following resuscitative measures such as repositioning, IV fluid bolus and o2 administration".

Manufacturer narrative:
The customer¿s report of free flow of oxytocin was not confirmed. Physical inspection noted the device to be in good condition with no anomalies. Review of the pcu event log and keypress replication reveal that the user programmed an infusion of oxytocin at a rate of 2ml/hr with a vtbi of 450ml. After 2 patient-side occlusion alarms, the infusion ran for approximately 5 minutes, and then the user paused the device and then turned the channel off. The pcu event log shows a total volume infused of 0.17ml. Rate accuracy testing was performed and the device was within specification. The root cause was not determined.